Manufacturer narrative:
Coloplast has bot been provided nay corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pelvic pain, abdominal pain, extremity pani with numbness and tingling, bladder pain, lower back pain, urinary retention, chronic cystitis, dysuria, urinary hesitancy, vaginal scarring, dyspareunia and recurrence of prolapse. Urethrolysis, partial mesh removal was performed.